Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06361. It was reported that the sutures of device pocket were opened, exposing the device and leads. The patient's system was explanted due to possible infection in open pocket. Physician doesn't allege that the event was caused by device. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found